Event description:
Pt was taken to the or for endoscopic cauterization due to epistaxis. Toward the end of the procedure, a small fire erupted as the cautery tip was being removed from the nostril. The drapes caught fire as they were being removed. The pt suffered minor burns on the left cheek and arm when the drapes were removed. His mustache, left eyebrow, and eyelashes were singed. The physician performed a fiberoptic exam post incident and found no damage to the nasal tissues. The argon beam coagulator was immediately secured and sent for testing to hosp bio-med dept - it met all testing specifications.